Event description:
It was reported that the right ventricular (rv) lead had high threshold and no capture even at high output levels. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri45 implantable pacing lead, (B)(6) 2012; rvdr01 implantable pulse generator, (B)(6) 2012. (B)(4).